Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
String portion that tends to dismantle and shed [device physical property issue]. Case narrative: consumer reported via letter that the tampon dismantles and sheds. No injury was reported.